Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet¿s screen cracked while the patient was playing baseball, rendering the display unusable and prompting a replacement and education on shutdown, data sync, and startup. Symptoms included insulin leakage from a broken cartridge; the family reverted to backup therapy and reported no blood glucose impact. Outcomes included continued therapy using backup methods without alarms or hospitalization. Investigation included customer interview, verification of addresses and shipping logistics, review of use circumstances, and replacement with return instructions. Investigation of this case revealed physical damage to the display and cartridge consistent with external impact, with the affected component identified as the screen and reservoir assembly. It was concluded, based on previously established findings for similar reports, that the cause was user-related external damage due to impact.